Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) called the isi clinical sales representative (csr) and was informed that the system was working fine. No site visit was conducted. According to the csr, the system was working properly and the customer has been able to perform subsequent cases.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to control the arms from the console. The operating room (or) staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance and stated that they had to abort the procedure. The customer stated that they had no faults on the system and the surgeon was not able to control anything. The tse viewed live logs and did not note any errors. The customer elected to convert the case to open surgery. The tse recommended for the customer to return the instruments that they used the instrument release key (irk) on. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.